Event description:
Customer's family member called from the hosp requesting a new pump as pt was running high bgs for the last few days and is now hospitalized dka. It was stated that the customer was not feeling well so they didn't call in to report any difficulties. They did state they had been receiving no delivery alarms and could not bolus. No troubleshooting could be done at the time of call because of lack of phone in the hosp room. Later the customer related that they believed they went into dka not only because of the pump but because of incorrect directions for medication from their md.